Manufacturer narrative:
**UDI related data quality updates only** d4. This is a supplemental report correcting the unique device identifier (UDI) information in section d4. Following the initial report submission, it was identified that the UDI information initially provided was incorrect.

Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the subject glidescope core smart cable used during the reported procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and was able to confirm the reported image issue. When connected to known, good, test verathon equipment, intermittent image was observed. The customer's smart cable failed verathon's device functionality testing. Upon completion of verathon's device evaluation, the smart cable was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, the image would flash static colors and disappear intermittently when the cable was manipulated. No delay in the procedure, use of a backup device, or harm to the patient was reported.